Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that while during a robotic laparoscopic hysterectomy, the device jaws could not be re-opened after one seal had been made. The surgeon dissected the tissue adjacent to the jaws in order to remove it. The surgeon opened a second device to complete the procedure. There was no patient injury.